Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis and the reported damage was confirmed. Based on the reported information and visual analysis of the returned device, there is no indication of a product deficiency. A review of job traveler revealed no non-conformances that would have contributed to the reported event. The results of the historical data review revealed no other incidents reported for this lot. A query of the complaint handling database revealed no other similar incidents reported from this lot. Based on the reviewed information, no product deficiency was identified.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that during unpackaging of the supera it was noted that the tip was damaged/broken. There was no patient involvement. Another supera was used to successfully complete the procedure. There was no additional information provided.